Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a correction to the customers reprocessing steps. The customers reprocessing steps were inadvertently omitted from the initial medwatch report. Please see updates to h6 and h10. The customer provided information regarding their reprocessing steps. The customer cleaned, disinfected, and sterilized the device before returning it. It¿s unknown if precleaning was delayed and it¿s unknown if the device was presoaked in the detergent solution. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. It¿s unknown if the customer wiped the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle / channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material clogged in the nozzle occurred due to physical damage to the device. Additionally, it¿s likely the adhesive of the nozzle peeled off due to stress, external factors, or handling. The final root cause of the foreign material clogged in the nozzle and the adhesive peeling off was unable to be identified. The following is included in the instructions for use: ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system: [inspection of the endoscope] 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: forceps elevator has a chip; nozzle has adhesive peeling; nozzle has foreign objects; due to wear of forceps control lever, water tightness is lost; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber had a white clouded area, suction cylinder has a scratch; and indication on scope connector is peeled. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope, had burnt adhesion. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the nozzle had foreign objects and that the nozzle adhesive was peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.